Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 10cm abdominal aortic aneurysm. The aneurysm and vessels were excessively tortuous. It was reported that the implant proceeded without issues. However, 2 days post-implant, the patient presented with a distal run-off problem, a distal kink was found to be compromising the run-off, resulting in decreased flow on the right side. In addition, a large endoleak of the left side 3 to 4 cm above the hypogastric artery was identified, in which there was extravasation into the aneurysm sac and into the peritoneum; the endoleak appeared to be a rupture. The physician elected to intervene by relining with a talent iliac limb, which successfully resolved the endoleak on the left side, and by implanting another manufacturer's stent in the distal right iliac artery, which successfully resolved the kink on the right side. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results: endoleak, ruptured vessel/aneurysm; excessively tortuous aneurysm and vessels. Intervention required.